Manufacturer narrative:
Per the investigation, there was no device malfunction. This issue was caused by the technician placing the lead marker on the incorrect side of the image. This lead to the chest tube being placed on the incorrect side.

Event description:
Carestream health received a report related to a chest tube being placed on the incorrect side of the patient. Reporters narrative: an ap (anteroposterior) one view chest was taken and the image came up as pa (posterioranterior). The tech stated that the right lead marker was either collimator out or masked out, unsure. Tech then added a digital left marker on what she thought was the left side. But this was not correct because the image was flipped. The image was sent to the radiologist to be read who did not catch this error and read it incorrectly. The ER (emergency room) physician read the image and placed a chest tube on the incorrect side.